Event description:
The manufacturer received information regarding a rep dreamstation auto bipap. The patient has alleged visualization of black particles and burning smell. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.